Event description:
It has been reported that post-op x-rays taken on (B) (6) 2006 revealed that a pedicle screw in s1 was broken. Revision surgery on (B) (6) 2007 to remove broken screw. Portion of the broken screw was left in the patient's sacrum.

Manufacturer narrative:
Per the package insert for the array spinal system, possible adverse effects include nonunion or delayed union, bending, fracture and loosening of the implant.